Manufacturer narrative:
On august, 9 2019, one (1) used 142560488 primary plum set was received for testing. The complaint of leakage on the returned 142560488 primary plum set could be confirmed. The product was tested per product specification. There was a leak observed from the outlet filter. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. A batch record review was performed to lot# 897455h, list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The date of the event is unknown. The event involved a customer report of leakage on the filter of a plum set thirty minutes into an infusion of oxalip.